Event description:
An issue was reported that customer was unable to test using the adc device due to a fast-draining battery. As a result, the customer experienced hyperglycemia and self-treated with (unspecified dose) insulin injection. Consequently, customer experienced a seizure and was unable to self-treat. Customer had contact with a healthcare professional who took unspecified blood measurements and diagnosed customer with hypoglycemia; however, no treatment was rendered. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d4 (UDI) has been updated. Reader (B)(6) was retunred and investigated. Visual inspection has been performed on the returned reader and no signs of misuse or damage were observed. Visually inspected the returned adc usb charging cable and no damges were observed. The returned adc usb charging cable passed the continuity test. Performed a visual inspection on the returned adaptor and no issues were observed. The power adaptor passed testing and current voltage measured to be within specification. The reader was sent for further investigation and de-cased. Troubleshoot to component level and no faulty component was not identified. A power consumption test was performed on the returned reader; the results were within specification. The returned adc usb charging cable passed the continuity test. No malfunction or product deficiency was identified. Therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. Dhrs (device history record) for the libre reader and kit pack DHR for cable and adapter were reviewed and the DHR showed the libre reader passed all tests prior to release and correct cable and adapter was part of the kit pack. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An issue was reported that customer was unable to test using the adc device due to a fast-draining battery. As a result, the customer experienced hyperglycemia and self-treated with (unspecified dose) insulin injection. Consequently, customer experienced a seizure and was unable to self-treat. Customer had contact with a healthcare professional who took unspecified blood measurements and diagnosed customer with hypoglycemia; however, no treatment was rendered. There was no report of death or permanent injury associated with this event.